Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg, no investigation could be completed. Because no investigation was completed, the complaint could not be replicated or confirmed.

Event description:
The initial reporter stated that the pump did not alarm no fow out durig testing. Mmdg did follow up with the initial reporter who confirmed that the complaint occurred during testing and did not impact a patient. (B)(4)